Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced the x-stage cover on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-stage cover on the gantry of the imaging system was bent. Preventing the gantry from moving in the x-direction. No additional information was provided. There was no patient present when this issue was identified.